Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Additional information about the event was requested, but not received. If additional information about the event is received, an additional supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. It was reported that the issue had been ongoing and the device would not be returned. No further information has been obtained from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image disappears /darkens and the visual field is suddenly lost on the hd 3cmos autoclavable camera head. The issue was found during a procedure when utilizing a laser there was shutter flash. Shutter lines can be seen on the monitor. There were no reports of patient harm.